Event description:
It was further reported that the patient was prescribed plavix prior to the index procedure. Target lesion 1 had 3 overlapping stents. Stent # 1 in the main vessel was a 3.5 x 32 mm taxus express2 stent. Stent #2 distal to the main vessel was a 2.75 x 32 mm taxus express2 stent. There was no information provided regarding stent #3. Target lesion 2 had 2 overlapping stents. Stent # 1 in the main vessel was a 2.25 x 24 mm taxus express stent. There was no information provided regarding stent #2. The tvr consisted of plain old balloon angiolasty. The segements treated were unknown. Antiplatelet therapy use at the time of patient's event was unknown. The patient was discharged 26 days post tvr.

Event description:
Clinical study same case as MDR 600089-2005-01413, and 01414. It was reported that 5 days after a coronary artery drug eluting stenting treatment procedure the patient experienced a sub acute thrombosis (sat), and underwent a target vessel reintervention (tvr). The index procedure treated two target lesions. Target lesion 1 was a heavily calcified, bifurcated region of the mid left anterior descending artery (lad). The length of the lesion was noted to be greater than 20.0 mm. The physician performed provisional t-stenting of the lesion and placed two taxus express2 8.8% (overlapping 3.5x32 mm and 2.75x32 mm) stents. It is unknown if any stents were placed in the side branch of the bifurcation, the 1st diagonal artery. Residual stenosis was less than 30% after implantation. Target lesion 2 was a heavily calcified, bifurcated region of the apical left anterior descending artery (lad). The length of the lesion was noted to be greater than 20.0 mm. The physician performed provisional t-stenting of the lesion and placed one taxus express2 8.8% 2.25x24 mm stent. It is unknown if any stents were placed in the side branch of the bifurcation, the 2nd diagonal artery. Residual stenosis was less than 30% after implantation. The pt was discharged from the hospital 1 day post index procedure receiving beta blockers, ace inhibitors, nitrates, asa, thienopyradine antiplatelet, statins, insulin, and diuretics. The site reported that the pt experienced a sat and underwent a tvr five days post index procedure. The sat was confirmed by angiography. The sat was resolved without residual effect post tvr. It was noted that at the time of the tvr that angina was present, and that acute myocardial infarction was the primary indicator leading to the tvr. In the opinion of the physician there was a highly probable relationship between the study device, the index procedure, and the event. The pt was reported to be in good/satisfactory condition.